Event description:
When patient's IV line was flushed, it was noted to be leaking so the dressing was removed. The IV catheter was noted to be not intact and the skin site was closed. The catheter appeared to have separated from the hub and migrated into the vein. Physician notified and x-ray of left arm and duplex scan was done, showing the catheter extending from the superficial branch into the cephalic vein. Vascular surgeon was consulted and noted the catheter to be deep to skin and could not be removed at bedside. Patient to operating room for removal of the catheter with no complications. Surgeon noted in his notes this was a very small in nature vein.